Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, dyspareunia, neuromuscular problems. It was reported that the patient had matrix mesh implanted on (B)(6) 2008 concurrently with xenform soft tissue repair and hysterectomy ; due to pelvic organ prolapse, stage iii cystocele and stress urinary incontinence. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a total vaginal hysterectomy.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on an unknown date and a sling and xenform mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.